Event description:
Report of delay of therapy during alarm condition rec'd. The customer reported that there have been multiple incidences of alarms for "cassette" rec'd which occur during initial setup for various solutions. The most frequently used solution when the alarm occurs is integrilin. The report source stated that the tubing was primed by filling the drip chamber prior to opening the convertible piercing pin. When the problem occurs, the clinicians switch to another type of tubing to infuse the medication. No pt harm has been reported. Add'l pt info was requested, but no further info was available.